Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "a review of the device labeling is adequate to prevent the reported event. Do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." The device was not returned.

Event description:
It was reported that the foley catheter busted.